Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneous magnesium (mg) results due to a clogged sample probe in the synchron cx9 alx clinical system for two (2) patients. The samples were reran and generated results within the normal reference range. Patient 1: the erroneous result was reported out of the laboratory; however amended results were sent out. Patient 2: erroneous result not reported out. There was no impact to patient as a result of this event.

Manufacturer narrative:
No specific sample information was provided. The customer did not report any sample issues. A bec field service engineer (fse) was dispatched on (B)(4) 2011 and discovered a reagent syringe valve leaking. The fse replaced the valve and ran controls. The fse also cleaned both sample and reagent wash stations. The sample probe was partially clogged and the fse cleaned it. The issue was resolved.